Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing step, with and without supplies installed, despite multiple restarts and a factory reset; this aligned with an occlusion during fill and was associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user relied on an alternative insulin therapy until a replacement device was arranged. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a complete blockage related to the tube during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.